Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 100 device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery was replaced to address the issue. Additionally, the device's base enclosure is damaged, the feet, and cord retainer are missing and the base enclosure, feet, and cord retainer have been replaced. The device's serial number label, mac address label, warning label, faa label, and bluetooth label have been replaced. Device passed all testing.